Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had become dislodged. A surgical intervention was necessary. This lead was replaced with a non-bsc lead. There were no reported adverse patient effects beyond the necessity of surgical intervention.

Manufacturer narrative:
This lead was most recently returned to boston scientific. Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. The returned lead will not be analyzed, but archived should future testing be required. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.